Event description:
It was further reported that vascular access was obtained via a right radial approach. The lesion was de novo. During advancement resistance was encountered. The balloon catheter was successfully removed and no patient symptoms nor complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 99% stenosed lesion was located in the severely tortuous and calcified mid left anterior descending artery (lad). The 15mm x 3.0mm maverick 2 balloon catheter was being used to treat the target lesion and upon inflation a balloon rupture occurred. The inflation duration and to what atms is unknown. The procedure was completed with a different device with the patient status listed as 'good'.